Event description:
The healthcare professional reported that the incision for the skin flap was directly over the edge of the implant. Approx 6 weeks after surgery the pt's incision had opened and the implant was visible. The pt underwent skin flap revision surgery on 1/31/97 during which the skin flap was rotated. The pt is hospitalized and is receiving IV antibiotics.